Event description:
The customer reported being unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG. A philips field service engineer evaluated the device, but the symptoms could not be duplicated and the device passed all testing. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The customer has not called back regarding this issue for this device.